Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was detached from connector event on (B)(6) 2024. The infusion set was in use for two days. Patient replaced infusion set and resume insulin deliveries successfully no further information available.